Manufacturer narrative:
No button error alarm noted during testing. The insulin pump had no button response due to flattened dome switches on esc button and express bolus button. The device had cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer received a button error alarm. Customer's blood glucose level at the time 123mg/dl. Troubleshooting occurred. Advised to discontinue use of the insulin pump. No additional information was provided.